Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was evaluated on an in-house system and successfully passed the recognition and engagement tests. It demonstrated intuitive movement with full range of motion in all directions, and the grip tips opened and closed properly. The instrument also passed the cut test and was confirmed to be fully functional. Additional observation: a frayed grip cable was noted at the distal end of the instrument. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.